Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter with no other devices. The balloon was tightly folded and there was blood in the wire lumen. The hypotube, inner shaft and outer shaft were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube, and a complete separation in the hypotube located 68cm from the strain relief. The fracture faces were oval, as if kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29jun2017. It was reported that shaft kink occurred. A 3.25mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However the shaft kinked. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However returned device analysis revealed a hypotube broken at a portion that could enter the patient's body.